Event description:
Found during testing. According to the reporter, the device would power off by itself. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would intermittently power off by itself. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.